Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiography provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Medical records suggest the stem may not have been fully seated during the initial procedure, which could be a contributing factor in loosening of the stem; however, a definitive root cause cannot be determined. The are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in the initial operative report indicates the femoral component did not seat as fully as the trial did; however, the surgeon felt it was adequate for completion of the procedure.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It was reported that a patient was revised on left hip due to a loose femoral component.